Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 6 months. Device evaluation: the pump was not explanted; therefore, the pump is not available for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with an embolic stroke on (B)(6) 2018. No source of clot was found. The patient and vad were tested repeatedly and vad was working properly with no signs of thrombosis. On (B)(6) 2018 the stroke converted to hemorrhagic and the patient was placed on comfort cares. The patient expired on (B)(6) 2018. The healthcare professional reported that the event was not device related; the device functioned properly.